Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: bd received 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for collapsed was observed, however the indicated failure mode underfill was not observed. Retention testing was unable to be performed for the indicated failure mode underfill due to the tubes expiring on september 30, 2023. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode collapsed tubes based on photos only. This complaint has not been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was underfill of one tube. No patient impact reported.